Event description:
Blood glucose meter was downloaded. The date blood glucose readings did not correlate to the date and time with glucose readings in the meter, there were no readings and time on the date, instead the blood glucose numbers that matched those on the download were actually recorded in the meeting on -a mos later, in the memory of the meter.